Event description:
It was reported that episodes of rv oversensing were observed due to possible myopotential oversensing. Programming changes were made. Patient condition was good.

Manufacturer narrative:
.